Manufacturer narrative:
An event regarding loosening of a trident shell and a crack/ fracture of a screw was reported. The screw crack/fracture was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device remains implanted. Medical records received and evaluation: a review by a clinical consultant noted: the cup is indeed grossly loose with deep central migration through the inner pelvic wall. There is so much secondary migration that initial cup position cannot be reconstructed. Additionally, the x-rays are faxed copies of poor quality, so with the current information, this case cannot be solved. Device history review could not be performed as the device details were not provided. Complaint history review could not be performed as the device details were not provided. Conclusions: a review by a clinical consultant concluded: the cup is indeed grossly loose with deep central migration through the inner pelvic wall. There is so much secondary migration that initial cup position cannot be reconstructed. Additionally, the x-rays are faxed copies of poor quality, so with the current information, this case cannot be solved. The exact cause of the event could not be determined due to a lack of provided information. Example: further information such as clear pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
Company rep reported that a patient was complaining of pain. An x-ray showed that the cup was loose and that the screw was rotated. The cup was clearly loose and screw was broken. The liner, screws, shell, and 40 lfit head were removed. A zimmer shell was used and a new metal lfit 36 v40 head was replaced. The stem was well fixed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Company rep reported that a patient was complaining of pain. An x-ray showed that the cup was loose and that the screw was rotated. The cup was clearly loose and screw was broken. The liner, screws, shell, and 40 lift head were removed. A zimmer shell was used and a new metal lift 36 v40 head was replaced. The stem was well fixed.